Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the vena cava damaged? How was the vena cava repaired? How much bleeding occurred? Did the patient receive any blood products? If yes, how much blood products was the patient given? How long was the procedure extended? Was post-op care change for the patient? If yes, please explain.

Event description:
The surgeon performed a lap. Adrenalectomie, using the device. When closing the device on a vessel, the clip did not closed properly and when removing the device, the clip slipped away under a pressure load and damaged the vena cava, what caused a bleeding. The bleeding had to be oversewed. Bleeding of a major vessel, caused an intervention that prolonged the operation.

Manufacturer narrative:
(B)(4). The following information was requested and the following was obtained: how was the vena cava damaged? When the surgeon fired the first clip, he had the issue that the device blocked after a partial closure and didn¿t close complete. He could not retract because the clip was partially closed around the vessel, what would rip the vessel. He had to open the handle and close again what fired a second clip over the first clip. Due to the fact that he was very close to the vena cava, the second clip caused the first clip to twist and this first clip ripped the vena cava. How was the vena cava repaired? He oversewed it with prolene suture. How much bleeding occurred? Approx 1 liter. Did the patient receive any blood products? Yes. How much blood products was the patient given? Two ec (erythroconcentrate). How long was the procedure extended? Approx 30 min. Was post-op care change for the patient? Yes, ICU for one night instead of recovery room. Current patient status? Home. What were the indications for surgery? Kidney tumor. What was the exact issue with the first clip? The 1st clip did not close properly and was stuck in the clip applicator. The surgeon could not close the device complete and had to fire a second one. In this situation the first clip turned and ripped the vena cava please explain what is meant by, ¿didn¿t close complete?¿ the jaws to lose the clip did not close 100% but the handle of the applicator was closed 100%. How big was the adrenal gland? Unknown but he had to resect the right kidney, which is more close to the vena cava. How near was the adrenal gland to the vena cava? Close. Was the adrenal gland adjacent to the vena cava or was there a space? I was told that there was very little space to work on. How many adrenal surgeries does the surgeon do in a year? Unknown but he is a very experienced/skilled surgeon.